Manufacturer narrative:
D4 was corrected. UDI related data quality updates only.

Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Device does not power on and has a bad membrane switch. The return tube is cracked causing low flow rate. Speaker on the printed circuit board (pcb) sounds bad when the alarms are triggered. Air detector bracket is bent. Complaint was confirmed. Root cause to the power issue was attributed to a faulty membrane switch. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the membrane switch and pcb on the tower. Replaced o-rings, return tube and fan guard for preventative maintenance. Device passed functional testing after the completed repairs.

Manufacturer narrative:
Other, other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed preventive maintenance. There was no patient or clinical injury and no medical intervention provided.